Manufacturer narrative:
Adverse event problem: imdrf device code a0401 captures the reportable event of stent broken; imdrf device code a0203 captures the reportable event of stent damaged; imdrf impact code f23 captures the reportable event of unexpected medical intervention; imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific that an advanix biliary stent was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary stenosis on a pancreatic tumor performed on (B)(6) 2023. During the procedure, after placing one 8.5 french plastic stent successfully (stent manufacturer unknown) a second stent, an advanix biliary stent was attempted to be place, however, it was impossible to pass the guidewire into the tight stenosis. It was decided to remove the advantix biliary stent and insert a metal stent. During the removal, using rat tooth forceps, the inner pin of the advanix biliary stent become stuck in the tumor and the stent was torn. The procedure was successfully completed with a new advanix biliary stent. There were no known patient complications reported.